Event description:
Caller reported experiencing a cartridge alarm issue with their pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue with consecutive cartridges and arranged for a replacement pump to be sent to the customer. Meanwhile, the customer switched to multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. The customer was instructed to return the problematic pump using a pre-paid label, and they acknowledged all steps needed to activate the new pump upon its arrival.